Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were stuck in rewind. The customer's blood glucose was 275 mg/dl at the time of incident. The customer stated that the blood glucose went up to 500 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a stripped battery cap coin slot. The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump primed properly. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.